Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "forceps could not be inserted into biopsy channel due to damage" could not be presumed, as there was no trace on the subject device suggesting that device handling from the user facility deviated from the instructions for use (IFU). The suggested phenomena of "foreign material adhered to lg-lens [light guide lens]" and "foreign material adhered to distal end" were presumed to have been corrosion or from a prior procedure - the material may not have been removed due to an imperfection of proper reprocessing caused by leakage. A further cause of the leakage could not be presumed. Regarding the suggested event "forceps could not be inserted into biopsy channel due to damage", there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Regarding the events of foreign material, the IFU states in the following to contact olympus in case a leakage is detected. Therefore, abandoning reprocessing at leakage is not a deviation from the IFU. "Reprocessing manual_ cleaning, disinfection and sterilization procedures_ leakage testing_ perform the leakage test caution:if you locate a leak, remove the endoscope from the water and contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following findings were identified during evaluation: due to damage on channel-tube, forceps could not be inserted; there was foreign matter attached to the inside of the light guide lens and foreign material in the distal end. Additional subsequent findings were also found and are as follows: (a.) The air and water cylinder (aw-cylinder) had discoloration, (b.) The suction cylinder (s-cylinder) had discoloration, (c.) The base plate had corrosion due to water leakage, (d.) The mouthpiece was loose, (e.) The electrical connector (el-connector) had corrosion due to water leakage, (f.) Due to damage on ch-tube, water tightness was lost, (g.) Due to damage on bending section cover the (a-rubber), insulation resistance value at distal end did not meet the standard value, (h.) The distal end had corrosion, (I.) The connecting tube had a scratch, (j.) The suction volume was inadequate, (k.) The forceps raising angle was out of specification, (l.) The angle knob neutral position was out of specification, (m.) And the distal end adhesive had deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera duodenovideoscope experienced instrument channel malfunctions. It is unknown when the event took place. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that due to damage on channel-tube, forceps could not be inserted, and there was foreign matter attached to the inside of the light guide lens and in the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.